Event description:
It was reported that non- sustained lead noise episode was observed via remote transmission. Data review showed myopotential oversensing. The device was reprogrammed successfully, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.